Manufacturer narrative:
On 10/20/2017, a steris technician returned to the user facility to make the appropriate repairs to the 5085 surgical table. The technician tested the surgical table and confirmed the table to be operational. No additional issues have been reported.

Manufacturer narrative:
User facility personnel followed proper operating procedures for utilizing the backup hand control system as stated in the operator manual. The 5085 surgical table operator manual states, p. 5-19, "the steris 5085 general surgical table is equipped with a backup hand control system. This system can be actuated at any time and allows table operation in the event of primary control malfunction". Following the patient procedure, the 5085 surgical table was removed from service. A steris service technician was dispatched to the user facility to inspect the function of the 5085 surgical table and hand control subject of the reported event. The technician stated he was able to turn the hand control on. While onsite the technician observed evidence of fluid intrusion and rust on various components of the 5085 surgical table. The biomed department requested a quote for all repairs that are needed however, they have not approved the repairs. Steris is awaiting a response from the user facility on the approval of the repairs needed for the 5085 surgical table. The 5085 surgical table is serviced and maintained by the user facility biomed department. A follow-up MDR will be submitted when additional information becomes available.

Event description:
The user facility reported that their 5085 surgical table would not respond to commands via the hand control. The user facility utilized the backup hand control system to complete the procedure successfully.